Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 05/14/2018, belt - (B)(4) - 01/02/2019.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated prior to passing away on (B)(6) 2020 while wearing the lifevest. The patient was at home at the time of the treatment event. The patient's spouse witnessed the event and called emergency medical services. The patient was transported to the hospital where they passed away. Per clinical review of the download data, the lifevest delivered an appropriate treatment shock while the patient was in vt at 160 bpm at 15:43:39 on (B)(6) 2020. The post shock rhythm was asystole. The patient remained in asystole with intermittent cardiac activity and CPR/motion artifact until the device was shut down at 16:20:15 on (B)(6) 2020. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death.